Event description:
The surgeon attempted to insert 2 stents into the left hepatic vein. The first, a luminexx was inserted and opened with no problems. The second, a boston wall stent, failed to open properly. A cordis power flex catheter was then used but burst at 4atm. A boston smash was then used, this also burst at 4atm. At this point the surgeon decided to try the conquest balloon which was inflated at 18atm. This worked and everything looked fine and the balloon was pulled out. It was noted that there seemed to be a thread attached as if the re-enforcing thread in the catheter had snagged and was unravelling. About 2 feet was pulled out. At this point the patient started to clot which she should not have done as she had an ir rating of 6.8. The patient's condition deteriorated and emergency treatment was given. The patient was then transferred to the intensive care unit. The surgeon feels that some of the material may be left which is causing the clotting.